Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with blurred vision. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3-device evaluation is pending, h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a liquid vial with residue on product. Visual inspection found haptic torn and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).